Event description:
The customer complains about blood leak during the treatment. Blood flow rate, 112ml/min, tmp, 110mhg. The blood loss was relatively minor. No patient harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.